Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has reached to explant from 1 year to explant date. Boston scientific technical services (ts) stated that the time to explant can fluctuate and it was possible that this device went back to 1.5 years to explant in between checks, basing on the voltage checks and fluctuating power consumption. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has reached to explant from 1 year to explant date. Boston scientific technical services (ts) stated that the time to explant can fluctuate and it was possible that this device went back to 1.5 years to explant in between checks, basing on the voltage checks and fluctuating power consumption. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.